Manufacturer narrative:
Pt weight unavailable. Inaccuracy claim from pathologist unable to diagnose from collected tissue. However, evaluation of the biopsy tracks, per post operative CT, shows the samples were taken from the tumor area showing the procedure was accurate. Software behaving as designed. No impact on pt outcome reported.

Event description:
Surgeon reported stealth was not accurate. The biopsy specimens taken were not displaying diagnostic tissue. Surgeon also reported that he felt tracer registration was off. No negative impact reported on pt outcome.